Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 08-jan-2024. The device evaluation was completed on 12-jan-2024. It was reported that a patient underwent an atrial fibrillation (afib) - persistent ablation procedure with a qdot micro¿ catheter, octaray mapping catheter, and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a plastic film was found on the tip of the catheters. It was reported that a plastic film was discovered on the tip of the qdot catheter after it was advanced through the vizigo sheath. The octaray catheter was taken out of the body and was discovered to have a plastic film on the tip. The film was taken off both catheters and both catheters were inserted in the body. The procedure continued without further issues. The vizigo sheath is suspected to have shed plastic on both catheters. Device evaluation details: the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection and deflection test of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The distal tip and the shaft of the sheath were reviewed in detail and no anomalies were found. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A dimensional inspection was performed, and the device passed within specifications. The dilator and a good known lab sample catheter were introduced through the sheath, and no resistance was felt. No obstructions were detected. A device history review was performed for the finished device 50000272 number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001482985 has three reports: (1) MFR # 2029046-2023-02955 for product code d139505 (qdot micro¿ catheter); (2) MFR # 2029046-2023-02956 for product code d160903 (octaray mapping catheter); (3) MFR # 2029046-2023-02957 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has three reports: (1) MFR # 2029046-2023-02955 for product code d139505 (qdot micro¿ catheter). (2) MFR # 2029046-2023-02956 for product code d160903 (octaray mapping catheter). (3) MFR # 2029046-2023-02957 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - persistent ablation procedure with a qdot micro¿ catheter, octaray mapping catheter, and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a plastic film was found on the tip of the catheters. It was reported that a plastic film was discovered on the tip of the qdot catheter after it was advanced through the vizigo sheath. The octaray catheter was taken out of the body and was discovered to have a plastic film on the tip. The film was taken off both catheters and both catheters were inserted in the body. The procedure continued without further issues. The vizigo sheath is suspected to have shed plastic on both catheters.